Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in bacterial peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The break in aseptic technique was further described as the patient did not wear a mask or clean the exchange area before performing therapy. The patient also reportedly reused disposables for therapy. The patient was hospitalized for the peritonitis. The patient was treated with vancomycin and cefepime (doses, routes and frequencies were not provided). On a later date, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis and had been retrained on proper aseptic technique.

Manufacturer narrative:
Complaint no: (B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.